Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system speakers need to be replaced. The fse resolved the customers device issue, by replacing the device speakers. The manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required. (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 device indicating that the system displayed a loudspeaker error and produced no sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.